Event description:
It was reported that the patient's right atrial (ra) lead exhibited failure to capture. It was discovered that the ra lead had perforated the patient's heart. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
Additional information received indicated that the patient presented in clinic. A device interrogation revealed that the patient's right atrial (ra) lead was operating in high output mode and failure to capture was noted at high thresholds.